Event description:
During the implantation of (r) & (l) deep brain stimulators, both stimulators were inadvertently placed on the left side of the brain. There was a miscalculation of the coordinates during the procedure. The patient now has an intraventricular bleed.

Manufacturer narrative:
This incident happened at a site that did not have a service contract with elekta and they did not notify elekta when the incident occurred. They were contacted twice in order to get information on how the treatment was performed and the results but the customer had not responded to the requests. Given the amount of information we have, it is difficult to investigate any further and it is our conclusion that this was user error.